Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100%, chronic total occlusion (cto) target lesion was located in the moderately tortuous and moderately calcified distal of left circumflex (lcx) artery. After an unspecified guide wire was advanced to the lesion, plain old balloon angioplasty (poba) was performed. A 1.20mm x 8mm emerge¿ balloon catheter was selected to dilate the lesion. Upon third inflation, it was noted that the balloon ruptured at 12 atmospheres. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.